Event description:
While deploying a stent in the ostium of the left internal carotid artery, the patient became hypotensive. The stent was then post-dilated with a 5.5 fr. Non-cordis balloon. Neosynephrine was administered and the angioguard device was retrieved as quickly as possible from the patient. The angioguard was noted to be full of detritus. It was explanted that due to the patient's aortic valve stenosis, they could not get the patient's hypotension back under control, and the patient deteriorated quickly. The patient died the following day due to cardiogenic shock. During the procedure, the patient also experienced neurological changes and an ischemic stroke was verified on CT. The events were deemed unrelated to the cordis products, but related to the procedure.

Manufacturer narrative:
The product was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Two units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. Hypotension and the resultant tia/ischemic stroke are well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Vessel spasm is a known potential adverse event associated with any interventional procedure, where devices are introduced into the vasculature and is listed in the IFU (instruction for use) as such. Aphasia, as a symptom of ischemic stroke, is a well-known potential adverse event associated with the carotid stent implantation procedure. Ischemic stroke is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the angioguard filter potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of two products used during the same procedural setting. Please reference MFR. Report # 1016427-2009-00110.